Manufacturer narrative:
Additional suspect medical device component involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead, 50 cm. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a lead explant procedure where two leads were replaced due to high impedances. The physician suspected device malfunction.